Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the needle pierced the catheter and the catheter could not be inserted. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer, the puncture is not possible because the tip of the catheter is not rigid enough to pierce the skin.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. The photo was subjected to visual inspection to check for catheter damage. From the photo, peelback was observed on the entire catheter tubing, causing it to be severely twisted and deformed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing team has evaluated the assembly line and there are no possible stations that can cause such catheter peelback and damaged. This could occur due to user manipulation during product application. The actual root cause cannot be established as the actual sample was not returned.

Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the needle pierced the catheter and the catheter could not be inserted. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer, the puncture is not possible because the tip of the catheter is not rigid enough to pierce the skin.